Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a pre-filled syringe. Per maude event report, the customer reports the pt is pre-transplant status for myelofibrosis. The pt received affected medication. Blood cultures were performed due to risk from the heparin recall. The cultures were positive for micrococcus from one of the hickman lumens. The pt was treated as an outpatient on IV vancomycin q12h x 7 days for line infection. Dose: 5ml IV qd per lumen. Diagnosis for use: central line maintenance.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded. (B)(4).